Event description:
One month after the application of a small fixator 30000 to the patient's ulna to treat a non-union, the straight clamp base (300450) of the fixator broke. The incident did not compromise the fracture healing, however the doctor chose to substitute the broken device in his office with anothersmall fixator 30000. The patient's healing is proceeding as expected.